Event description:
It was reported that the omnipod dash personal diabetes manager (pdm) was noted to be warm while charging. The pdm reportedly, "cracked and shattered", when the patient disconnected it from the charger. Patient reported no physical harm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.